Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, replacing the disposable cassette without replacing the solution bags is a use error. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for an unrelated alarm the patient stated that they only changed the cassette twice in an attempt to clear the alarm and did not replace the entire setup. The technical services representative (tsr) explained proper procedures to the patient and instructed the patient to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.